Event description:
It was reported the pt's physician suspected an infection was present at the pt's ipg site. The physician suspected a suture abscess was present and prescribed the pt keflex. F/u info revealed the physician indicated the ipg site looks better, but the wound is still open. The pt is to continue f/u visits with the physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.